Event description:
Reporter indicated that both a system diagnostic test and a normal mode diagnostic test resulted in "output status = limit", and "eri=yes", indicating that the patient's device was at end of service and no longer able to deliver the programmed settings. Additionally, it was reported that the patient was experiencing an increase in seizures. Patient's pre-vns baseline seizure rate is unk to MFR at this time. Patient is scheduled for generator replacement surgery.